Manufacturer narrative:
Inspected two opened/used enlite sensors and performed bicarbonate buffer test. Both sensors passed per specification with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor was giving inaccurate readings. The customer also reported that the sensor triggered threshold suspend when her blood glucose was high and the sensor was saying that it was low. The customer's blood glucose was 117 mg/dl and sensor glucose was 40 mg/dl at the time of incident. The customer's blood glucose was 128 mg/dl and sensor glucose was 50 mg/dl. The customer stated that she received false low alerts. The sensor will be returned for analysis.